Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
UDI (B)(4). The device was not returned to edwards for evaluation as it was discarded. Aortic regurgitation in bioprosthetic heart valves, also known as aortic insufficiency, occurs when the valve does not close properly in diastolic phase, which results in retrograde flow of blood into the left ventricle. The type and cause of regurgitation varies depending upon multiple factors. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration. However, advances in valve design and bioprosthetic material have been made with the intention of reducing leaks by providing more efficient hemodynamics and longer tissue durability. A manufacturing issue was not identified. A definitive root cause could not be determined; however, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
It was reported that a 23mm valve implanted for one year, six months was explanted due to severe aortic insufficiency. A 25mm valve was implanted in replacement. The patient expired on pod #3. Per received records, the patient presented with severe ai. The patient underwent re-do sternotomy where the surgeon removed the 23mm 3000 valve, extensively debrided the annulus, and repaired the annulus with bovine pericardium. A 25mm 3300tfx valve was placed higher up in the old ascending graft. The old ascending graft above the valve was then replaced. The patient also underwent tricuspid valve replacement with a non-edwards valve. Patient struggled coming off bypass with severe biventricular dysfunction, and was placed on ECMO. The surgeon considered placing an impella; however, the patient was ejecting despite having a dilated lv. The patient's condition at the conclusion of the procedure was critical but stable. The patient was transferred to the ICU. On pod #2, the surgeon attempted placement of impella for lv venting but was unable to open av. On pod #3, the family agreed to remove supportive measures. The patient expired.